Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level dropped to 23 mg/dl between 4 and 24 hours of wearing the pod. The patient was eating a meal at the time of the event. The patient had consumed meat, mashed potatoes and vegetables, but during the meal, the patient started choking. The patient could breathe but was unable to swallow. The patient tried to ingest water, but that was unsuccessful. The patient went to the emergency room which was 3 miles from their home. On (B)(6) 2025, the patient was admitted to the hospital, and it was reported that there was no diagnosis given. As treatment the patient was fed glucose and was placed on intravenous lines. The reporter stated the patient went into hypoglycemia and it appeared the op5 was delivering too much insulin but also wonders if there could be an issue with the lispro insulin the patient is using. The patient drank a lot of orange juice trying to increase their levels, and the current levels at the time of the report had risen to 53 mg/dl. The patient was hospitalized for 36 hours and discharged on (B)(6) 2025.